Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was unresponsive. Additionally, the touch screen was intermittently unresponsive. Additionally, the pump led the customer to change the cartridge and perform the fill tubing process multiple times. Reportedly, the customer reloaded the cartridge to resolve the issue. Additionally, the customer attempted to deliver a bolus, but the pump displayed a message and would not allow the customer to bolus. Reportedly, the customer declined troubleshooting regarding this issue. Customer¿s blood glucose was 183mg/dl. Reportedly the customer continued to use the pump for insulin therapy.